Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tmvr procedure with a 29mm sapien 3 ultra resilia valve in the native annulus, lampoon was performed, and the valve was implanted without issue. However, severe lvot obstruction was causing the patient to decompensate. The team was unable to resolve the obstruction, and the patient was not a bailout, so the decision was made to stop care after coding for 20 minutes. The patient expired. Per report, neolvot was calculated to be 200 after leaflet laceration from lampoon, and the valve landing 50/50. Valve was ultimately implanted at 40(atrial)/60(lv) after lampoon.

Manufacturer narrative:
Per the instructions for use (IFU), lvot obstruction in patients who undergo transcatheter aortic valve replacement is a well recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (high risk procedure with small neo lvot) caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.